Manufacturer narrative:
(B)(4). The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that an expired topical skin adhesive product was received by the customer. The expiration date on the contents is (B)(6) 2012. There were no patient consequences reported.

Manufacturer narrative:
Product complaint # (B)(4).